Event description:
The patient called to report that they used the suspect device to check their blood glucose. Pt obtained a result of 574mg/dl. Pt administered their normal dose of insulin and then went to the hospital because of the high result. Their blood glucose on a hospital meter was 23mg/dl. Pt was admitted into the hospital and placed on an IV to raise their glucose. The suspect device was replaced with new product and authorized for return to the manufacturer for eval. Glucose control solutions were not used on the system.